Event description:
Reporter stated that, the pt's device generated blood glucose result in the 700 mg/dl range approx 4 or 5 months ago. The device's numeric reading range is 10-600 mg/dl; values > 600 mg/dl should display as "hi". No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.